Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that the first day following an intraocular lens (iol) implant procedure, the patient developed inflammation due to toxic anterior segment syndrome (tass) and was treated with steroids. Symptoms are continuing and the lens remains implanted. The symptoms in this eye are not as severe compared to the fellow eye. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.